Event description:
Hyperglycemia[hyperglycemia nos]. Case description: letter received from pt: a pt reported that they did not realize that their novopen 1.5 was no longer delivering insulin, and as a result the pt was hospitalized due to hyperglycemia. The pt realized that they should have checked the novopen 1.5. However, the pt stated that they had no reason to believe that the pen was not working any longer because they had been using the pen for a long time an it has been 100% reliable. The pt recovered completely. Comment: further info has been requested, including return of the pen for examination.